Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: device code 2911 added. All available information was investigated. The reported sleeve steering issue and device labeling problem could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incident reported from this lot. In the absence of a confirmed failure mode a conclusive cause for reported unintended movement/sleeve steering issue and device labeling problem could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Additional information was reported that the physician thinks that the blue line of the clip delivery system (cds) was not correctly painted on the device. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The delivery system is returning, the clip remains implanted. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report sleeve steering issues during positioning of the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was prepared successfully per the instruction for use (IFU). The cds was advanced to the mitral valve and during clip placement, when turning the m knob, the cds would move in the wrong direction (posterior). It was decided to steer with the p knob and the clip was deployed with good results. A second cds was advanced and the clip was implanted with no issues. Two clips implanted reducing mr to 1. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.